Manufacturer narrative:
This report is submitted on june 03, 2021.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report.